Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is possible the reported tissue damage may be related to patient morphology/pathology and/or user technique/procedural conditions; however, conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of tissue damage/valve injury is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was deployed, reducing mr to 1. A second clip delivery system (cds) was advanced to the mitral valve and after grasping and closing the clip, the mr increased to 3 and a leaflet tear was suspected. The leaflets were un-grasped and the mr returned to 1. The clip was not implanted and the cds was removed. One clip was deployed, reducing the mr to 1. It is unknown if the leaflet tear was caused interprocedurally or if it was present during the preprocedural screening. No additional information was provided.